Event description:
It was reported that the pt was scheduled for a thrombectomy procedure and the applied syntel embolectomy catheter was used in both legs. When the catheter was removed the intima had separated from the vessel. A femoral popiteal bypass graft was performed. No further pt injury or complication was reported.